Event description:
(B)(6) healthcare received the included information. The device(s) in question was not manufactured nor imported by (B)(6) healthcare, per section 803.22 (8) (2) we are submitting the following information. We are forwarding this information for further evaluation and processing. The manufacturer, caremed, of the device involved in the attached incident was notified by (B)(6) on august 28, 2017. Mary stated that the patient reported falling out of the bed, but didn't report it until (B)(6) 2017. The patient complained of knee pain, but no treatment has been rendered as of (B)(6) 2017. The facility is waiting on the doctor to make a discussion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).